Event description:
It was reported that pump experienced malfunction that led to high blood glucose, with customer¿s blood glucose reaching 390 mg/dl due to issue. No information was provided indicating there was no adverse impact to the customer¿s blood glucose level. Customer reset pump with assistance from technical support, delivered correction bolus via pump, did not require help from a third party, and confirmed malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction code appeared again while awaiting replacement pump delivery.